Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from unknown lots) implanted as part of her drg system. It was reported the patient ((B)(6)) underwent surgical intervention due to a loss of therapy (reference MFR report: 3008829311-2016-00154). During the procedure, as the physician was attempting to remove the leads, the leads broke in the epidural space. The physician was unable to remove the pieces from the epidural space and elected to explant the system. The physician suspects the tip of the lead had adhered to the epidural space. The patient is to undergo surgical consultation as the next course of action. Device information was requested, but was not provided to the manufacturer. Concomitant medical product: the implant date is unknown for the device listed below: model: mn20200au, drg ipg.